Event description:
A pt reported blood glucose results of "10.0 mmol/l" with a lifescan meter and "8.7 mmol/l" on a laboratory devcie, performed within 10 minutes of ach other. Between the tests there was no intervention that would be expected to change the blood glucose. The were replaced.